Manufacturer narrative:
E1 initial report phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients system was explanted on (B)(6) 2022 for an unknown reason.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.